Manufacturer narrative:
(B)(6). The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor containing fluorouracil leaked from an unspecified location. The leak was identified at the hospital prior to patient use. There was no patient involvement. There was no report of skin contact with the cytotoxic solution. No additional information is available.